Event description:
Pt reported that she was implanted with perigee graft in 2008. She had vaginal erosion after 8 weeks of implantation. She used cream daily for several months, at this time, she developed severe pelvic pain, bilateral hip, and buttock, pain and problems with urination, pain with intercourse. She underwent revision and repair of erosion. Six weeks later, the erosion returned in the same spot and also two other areas up in the vaginal vault. More mesh was removed. Pelvic floor physical therapy is required after the explant of the mesh.